Manufacturer narrative:
Investigation included product use review, user-guided troubleshooting, and follow-up verification of function. Investigation of this case revealed a failed pairing/communication to the ilet from the libre 3 plus sensor resulting in sensor error and a replace-sensor prompt, which was resolved by replacing the sensor. It was concluded that the event was related to a sensor communication error to the ilet that was corrected through sensor replacement and user education.

Event description:
It was reported that the user¿s ilet pump displayed a sensor error and no glucose readings after scanning a libre 3 plus sensor via the ilet mobile app, with the pump beeping for ¿glucose falling quickly¿ despite the absence of displayed values; the pump then indicated ¿replace sensor now,¿ and the user subsequently replaced the sensor and restored readings after brief troubleshooting and education on rescanning and sensor selection. Symptoms included an alerted rapidly falling glucose without corroborated hypoglycemia and no physical symptoms reported by the user. Outcomes included transient loss of glucose data on the pump that resolved after sensor replacement, without medical intervention or hospitalization.